Manufacturer narrative:
The impella cp was returned for evaluation. The pump was visually inspected and the red plug was taped with blood leaking out. A puncture or damage was observed to the catheter close to the 83 cm marking. Also, sterile sleeve damage was observed. The root cause of the product damage (hole in the catheter) issue was use related due to catheter being punctured during support per field investigation.

Event description:
The user facility reported a (B)(6)male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that pump was found to be leaking at the red plug. The pump was replaced due to the leak. No patient harm was reported.